Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the rep. It was reported that patient's weight was unknown. The patient was having difficulty charging simply because the ins was severely uncomfortable hurting patient's iliac crest. Thus, the physician moved her ins to the other side and up a little between the ribs and crest. Moving ins solved the issue. No further complications were reported/anticipated.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's ins was being moved from the buttock to the abdomen. The patient wanted the ins moved due to having a difficult time with recharging. The patient believes that the abdomen will be easy to obtain and maintain coupling. It was noted that the surgery was elective. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Based on further review of the file, the previously reported (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.